Event description:
The micro sagittal saw was sent in for eval because it was running independently of the switch when it was plugged in. There was no pt involvement; no adverse event was associated with the device.